Event description:
It has been reported to philips that the system failed to turn on. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the device was not in clinical use at the time of the reported event. A philips field service engineer (fse) examined the system onsite and confirmed that the system no longer starts. Upon troubleshooting, fse found the error message "line abnormal". It was confirmed that ups is defective which caused all the breakdowns. Fse unplugged it and the system worked again. It is confirmed that the replacement of ups is required. To resolve the issue, fse replaced the ups. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.